Manufacturer narrative:
Occupation is lay user/patient. The meter and test strips were requested for investigation. The customer returned the meter and 1 test strip. The meter and test strip were tested using retention controls. Testing results (qc range = 2.4 - 3.0 inr): qc 1: 2.7 inr. The obtained qc value was in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter questioned low results of 1.1 inr, 1.0 inr and 1.2 inr occurring for the past month on coaguchek xs meter serial number (B)(4). The customer reported these results to his doctor who questioned the results and advised the customer to have testing performed at the laboratory. (B)(6). The doctor held with customers warfarin dose for the rest of the day based on the lab result.